Manufacturer narrative:
D2a: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
The patient experienced a cardiac tamponade. It was reported that during an ablation procedure a farawave was selected for use. During procedure, the patient's blood pressure was gradually decreasing during right inferior pulmonary vein ablation, therefore a non-boston scientific was used to check and pericardial effusion was detected, since the pulmonary vein isolation (pvi) was already completed with farapulse, pericardial drainage was performed immediately. The procedure was then completed as it was. The description of the adverse event was a cardiac tamponade. No extended hospitalization.